Event description:
It was reported that the autocat 2 wave balloon pump was used during surgery and was plugged into a power source. The patient was to be transferred to the intensive care unit. The pump was unplugged from the power source and ran in battery mode. In the operating room (or), the battery showed battery time remaining 20 minutes. Approximately one minute alter, the battery displayed 10 minutes remaining; another minute later the pump was off. As the patient was still in the or, the staff exchanged the pump off the patient and connected the patient onto another pump. There were no patient complications as a result of the exchange.

Manufacturer narrative:
Evaluation: a third party service organization serviced the console and determined that the battery was the source of the difficulty. The battery was replaced. Follow-up report will be filed if additional information becomes available.